Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room with complaints of phrenic nerve stimulation. It was noted that the left ventricular lead had pulled back into the right atrium. The left ventricular lead was explanted and replaced without any complications. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.